Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-05500 and 3005099803-2009-05502 for the other associated device information. It was reported to boston scientific corporation that three combo cath wire-guided cytology brushes were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009 (patient over 18). According to the complainant, during the procedure when the brush was fully extended forward the orange handle completely broke off. The brush was unable to be retracted back into the sheath. This occurred three times in a row, with three separate brushes. The devices were not tested prior to use; however, no damage was noted. All three brushes were removed from the scope fully out. The scope remained in the patient throughout the procedure. The procedure was successfully completed with a fourth combo cath wire-guided cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant indicated that the devices have been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).